Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the cartridge dislodged from the pump due to the infusion set tubing being pulled. The customer successfully reloaded the cartridge back on the pump. The customer's blood glucose level was 172 mg/dl.